Event description:
It was reported that the device was used during a gastric procedure. The stapler locked down and would not open after firing. Another device was used to complete the case. There was no consequence to the pt.